Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: (B)(4)-user's test strip had poor storage (kitchen). (B)(4). Note: manufacturer contacted customer on 10/25/2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer is no longer experiencing symptoms and no medical intervention was required.

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with meter to meter comparison of 83mg/dl using the true metrix versus 51mg/dl using another meter and results of 201mg/dl. The expected fasting blood glucose test result range is 111 to 140mg/dl. The customer did report symptoms of feeling weak and tired. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is not stored by customer according to specification in the kitchen. The test strip lot manufacturer's expiration date is 11/15/2018 and open vial date is 10/21/2017. The meter memory was reviewed for previous test result history: result 1: 83mg/dl date: (B)(6) 2017, time: 9:43am non- fasting; result 2: 201mg/dl date: (B)(6) 2017, time: 8:23am fasting; result 3: 259mg/dl date: (B)(6) 2017, time: 10:12pm non- fasting; result 4: 162mg/dl date: (B)(6) 2017, time: 4:55pm non- fasting; result 5: 129mg/dl date: (B)(6) 2017, time: 12:04pm non- fasting. Customer called using the meter for 2 days and his meter has been running higher than he normally sees on his blood sugars. This morning he ran his meter and the results was more elevated than he normally sees on his fasting blood sugar. His morning results was 201mg/dl and he took his insulin. He had his breakfast and did some shopping. When he came home, his blood sugar was 83mg/dl but on his one touch meter, it was 51mg/dl. He felt his blood sugar was low so he did not use his meter any longer and called us.